Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tube had low draw volume resulting in failed blood collection. Customer problem: through end of study/closeout of a bd sponsored clinical trial, no blood in first collection. It was retried but resulted in failed stick. Steps taken with customer/troubleshooting: through end of study/closeout of a bd sponsored clinical trial, we became aware (B)(6) 2022 that the following event(s) occurred for subject 5-s561: t09. Event: retried, failed stick. Additional comment(s): no blood in first collection, it was retried but resulted in failed stick. There was no reported patient adverse event(s). The device is not available, and photos have not been provided. To date, this is all the known information that has been provided by the site. Documented complaint. Did the specimen(s) need to be recollected?: n/a. Did exposure to blood/ bf occur? N/a. If exposure occurred was there any post exposure testing or medical intervention? N/a. Next steps (if necessary): investigation. Resolution achieved (y/n)? : n. Quantity received and quantity affected: unknown. Shipment method (directly or via distributor): n/a. If it is a distributor or directly from bd ¿ who is it? N/a. Photos or returns requested?: see clinical trial document attached. Follow up required y/n?: n. Reviewed smax case history: y.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tube had low draw volume resulting in failed blood collection. Customer problem: through end of study/closeout of a bd sponsored clinical trial, no blood in first collection. It was retried but resulted in failed stick. Steps taken with customer/troubleshooting: through end of study/closeout of a bd sponsored clinical trial, we became aware 02-nov-2022 that the following event(s) occurred for subject 5-s561: t09 event: retried, failed stick additional comment(s): no blood in first collection, it was retried but resulted in failed stick there was no reported patient adverse event(s). The device is not available, and photos have not been provided. To date, this is all the known information that has been provided by the site. Documented complaint. Did the specimen(s) need to be recollected?: n/a did exposure to blood/ bf occur? N/a if exposure occurred was there any post exposure testing or medical intervention? N/a next steps (if necessary): investigation resolution achieved (y/n)? : n quantity received and quantity affected: unknown shipment method (directly or via distributor): n/a if it is a distributor or directly from bd ¿ who is it? N/a photos or returns requested?: see clinical trial document attached. Follow up required y/n?: n reviewed smax case history: y

Manufacturer narrative:
H.6. Investigation summary: no customer samples and no photos were received in support of this complaint. Therefore, 90 retention samples from the bd inventory were inspected with no issues being identified. Additionally, 10 retention tubes were functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. No samples were received, and the defect was not observed in the retention sample testing. Bd was unable to determine a root cause for the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.